Event description:
The following info was reported to kci by the social worker: on 12/28/2011, the social worker reported that on (B)(6) 2011, vac therapy was initiated on the left chest and left abdominal wounds. On (B)(6) 2011, v.a.c. Therapy was discontinued. On an unk date, one of the wounds had became infected. On an unk date, the pt went to the operating room for an unk reason. The surgeon found a foreign body alleged to be v.a.c. Granufoam in one of the wounds. No further info is available.

Manufacturer narrative:
Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to the possible use error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. V.a.c. Therapy dressing should be changed every 48 to 72 hours. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty to remove foam from the wound, or lead to infection or other adverse events. When dressing is removed, count the number of foam pieces removed, correlate the wound with the number of pieces previously placed in the wound and verify the complete removal of all v.a.c. Foam dressing pieces.